Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain/call pd nurse alarm on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient (hp) to press stop and go to get to the start menu. The tsr reviewed the therapy log from the last therapy. The therapy was completed with an initial drain volume of 2043ml, last fill volume of 1999ml, total fill of 5597ml, total drain of 7668ml, total ultrafiltration(uf) of 2071ml, cycle 3 uf of 2226ml, cycle 2 uf of -21ml, cycle 1 uf of -176ml, average dwell time of 2:19, average drain time of :18, 0 bypasses, tidal therapy, total volume of 8000ml, total time of 9:00, fill volume of 2000ml, tidal volume of .9%, total uf of 70ml, last fill volume 2000ml, sex set to same, and 6 full tidal full drains. The hp stated that her normal dry weight is (B)(6). The hp stated she had no iipv symptoms during therapy. The hp was using 1 5-liter 2.5% and 1 5-liter 1.5% dextrose. The tsr advised the hp to notify the peritoneal dialysis nurse before starting the next scheduled therapy. The hc is being swapped. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " the nurse was advised of the cause of the iipv event. The cause was determined to be use error, tidal total uf removal set too low.